Manufacturer narrative:
The unit was received at the international service center for evaluation. The service technician reviewed the diagnostic log and found occurrence of check vent primary alarm failed. The primary speaker was replaced based on the error log. The terminal of alarm speaker was discolored.

Event description:
The international customer reported the v60 unit displayed occurrence of check vent alarm. The clinician removed the unit from the patient and replaced it with a second v60 vent. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.